Manufacturer narrative:
During the service of the bolero bath stretcher, the arjo service technician was informed that the patient fell from the bolero because curled up due to a spasm. This event allegedly occurred in june 2022. The safety belts were not used at the time of the event. The patient suffered a pelvic girdle fracture without displacement. There was no need to apply a cast, only immobilization of the patient was sufficient. The device was not under arjo service contract and was serviced internally by the customer. The device inspection was performed by the arjo service technician on (B)(6) 2023, more than a year after the incident. The facility had not informed arjo about the incident when it occurred. It was found out that the device is in an overall bad condition. The safety belts were not in use at the time of the event and were found to be worn during the device inspection. The bolero instruction for use (IFU; 04.ce.01_12) indicates that the safety belts are to be used, properly fastened and tightened to avoid patient falling: "use the safety belt at all times" "warning: to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Bolero has two safety belts as standard equipment" - the safety belt that is over the chest and the hip safety belt." The bolero is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification: "actions before every use: 1. Check that all parts of the bolero are in place.(¿) 2. If any part is missing or damaged - do not use the product!". Every week the caregiver is obliged to "visually check the safety belts". According to the information gathered the patient fell off the device because curled up due to a spasm. Additionally, it was indicated that before the event the patient had suffered a stroke and was immobilized. The bolero IFU states: - "the caregivers should assess each resident according to the following criteria prior to use: (¿) the resident must be able to understand and respond to instructions to remain in a safe laying position on the stretcher or remain in such a position as a result of a limited physical capacity for movement. If a resident does not meet these criteria an alternative lift shall be used." Based on the information received and the assessment performed, it appears that the incident may have occurred due to the non-use of the safety belts and inappropriate assessment of the patient before using the device. As a result, the patient, lying on the bolero device, was able to turn freely during the contraction, which consequently contributed to the fall. In summary, evaluation of the device performed about one year after the event revealed that the product was not up to the manufacturer¿s specification. The bolero was used for a patient hygiene and in that way it played a role in the event. The complaint decided to be reportable due to the patient's fall reported resulting in a serious injury.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified of a complaint regarding a bolero bath stretcher. According to the information provided the device had a damaged fabric, the handles were corroded and without rubber grips. The actuator was jamming. The arjo was requested for service. During an arjo service technician visit at the customer site, the arjo service technician was informed that the patient had suffered a pelvic girdle fracture without displacement in (B)(6) 2022, as the patient had fallen from the bolero device. According to the information received, the patient fell off the device because curled up due to a spasm. As the trolley was wet, the nurses failed to prevent the patient from falling. There was no need for a plaster cast, only immobilisation of the patient. The safety belts were not in use. Before the incident the patient was after a stroke incident and immobile.